Manufacturer narrative:
(B)(4) - final report: the appropriate devices details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. It has been reported to corin that the surgeon stated that the link between the corin devices and this event is excluded. The weight of the patient is probably the reason of the loosening. Thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision of the cup, pe insert and metal head after approximately 4 years and 10 months due to acetabular loosening. Please note: the insert and metal head associated with this report are not cleared for sale or distribution within the USA and this event occured outside of the USA.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including operative notes, x-rays, medical history and level of activity of the patient have been requested in order to progress with the investigation of this event, and will be provided in a supplemental report upon completion of the investigation. The appropriate devices details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision of the cup, pe insert and metal head after approximately 4 years and 10 months due to acetabular loosening. Please note: the insert and metal head associated with this report are not cleared for sale or distribution within the USA and this event occured outside of the USA.